Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) had reached an eri (elective replacment indicator) in three years. The physician was questioning the longevity of this device. During this replacement procedure, insualtion damage was noted to the model 4461 lead so it was replaced. An rv lead was added due to high thresholds.